Event description:
It was reported that patient presented for follow-up, and a possible pocket infection was observed. The pocket was re-opened and cleaned. The device was repositioned into the same pocket. The patients condition was good after the event.